Manufacturer narrative:
Nicole carnt, jeremy hoffman, seema verma, cherry radford, darwin c. Minassian and john k.g. Dart: acanthamoeba keratitis: confirmation of a current UK outbreak and a prospective case control study identifying contributing risk factors. No testing methods performed; no results available; unable to confirm complaint; device not returned.

Event description:
On 23 march 2018, an email was received from an eye care professional (ecp). The ecp is the author of a prospective study, conducted in the UK, that has been submitted for publication in 2018. The email contained an attached summary data spreadsheet containing the medical information for subjects involved in the prospective acanthamoeba keratitis study. The information received from the ecp included only those study subjects who reported wearing acuvue brand products at the time of the adverse event. All the study subjects were initially examined and diagnosed with acanthamoeba keratitis during 2011-2014. The patient (pt), study ID (B)(6), initially presented to the hospital on (B)(6) 2012 experiencing severe pain, photophobia, red, watery eye with poor vision od where the pt was diagnosed with acanthamoeba keratitis. The pt reported wearing acuvue 2 brand contact lenses. The pt reported sleeping in lenses 6 nights per month; 3 nights in a row. The pt also reported storing lenses in a case that was 12 months old, rinsing the case with water, showering in lenses, and swimming in the ocean without wearing goggles prior to the infection. The pt was treated with antiamoebics for 18 months. The pt was treated with topical steroids after being diagnosed. Va: 6/6 (20/20) od. No additional information is expected to be received. The lot number of the suspect product is unknown. Suspect product is not available for return for evaluation. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.